Manufacturer narrative:
The device was received for evaluation.device logs were downloaded. Short summary of log analysis: while it appears customer did program an infusion of about 500 ml (actually 540 ml) and stop it after 12 minutes, the logs show no indications that either the bag was empty nor that the pump over-delivered. All log data indicates the pump was delivering accurately within design tolerance. The device complete performance verification test (pvt) testing without issue. The customers protocol of a 500ml delivery over 2 hours was programmed. The infusion was started at 8.47am (B)(6) 2023. The device alarmed n161 - line a volume to be infused (vtbi) complete at 10.47am. The total delivered was 502.76ml. The device completed the customers protocol without issue. The complaint could not be confirmed though testing or through the device/alarm logs review. No probable cause could be determined. D9: device returned to manufacturer on 4/17/2023.

Manufacturer narrative:
The device is available for evaluation, however has not been received.

Event description:
The event involved a plum 360 infusion pump. The chemotherapy nurse went to set the volume and rate on the pump monitor to administer chemotherapy, the chemotherapy dosage was checked by a second nurse, however the volume and rate inputted were not second checked. Staff nurse insists that she added 500 ml bag of oxaliplatin over 2 hours on to the monitor, after 12 minutes the patient looked to be having a reaction, on looking it became apparent that the patient had received over half of the dose in 12 mins, meaning the rate and volume was in put wrong. The nurse is adamant she put in the correct details, although agrees she can¿t be 100%. The current status of the patient returned to baseline condition. There was patient involvement but no patient harm.